Event description:
It was reported that during an unrelated hospital visit, stored episodes of right ventricular lead noise were observed. The patient was asymptomatic. The noise could not be reproduced. No changes were made and the patient would continue to be monitored.